Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number 627487-2019-14075. Additional information received identified that surgical intervention was undertaken on (B)(6) 2019. During the procedure, the physician unintentionally pulled the 3183 lead. Both the ipg and the lead were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient failed to charge the ipg as recommended. The ipg was deemed inoperable. Surgical intervention may be pending to address the issue.